Event description:
It was reported that a customer (7-year-old child) accidentally delivered a 20-unit bolus when a 2-unit bolus was intended. Reportedly, it was believed that the max bolus setting was changed to 25-units by someone which resulted in the 20-unit bolus being allowed to be programmed and delivered by the pump. The customer started to feel unwell; however, details were not provided. The customer was brought to the emergency room (ER) and received intravenous glucose in the ambulance. The child started to recover after the treatment was administered. Multiple attempts were made to obtain further information regarding the patient and event but none was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. As per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.

Manufacturer narrative:
It was reported that a customer (7-year-old child) accidentally delivered a 20-unit bolus when the intention was to input 20 carbohydrates on the bolus screen. The customer was hospitalized for one night for observation and was released with the issue resolved and no permanent damaged. Reportedly, the customer continued to use pump for insulin therapy. (Removed codes 1670 and 1988, added code 4614). (Removed codes 1670 and 1988, added code 4614).